Event description:
Caller reported a cartridge alarm occurred while the pump was in use. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. Tandem technical support arranged for the replacement of the pump and instructed the caller on storage mode and return procedures. The caller was informed of the steps needed upon receiving the replacement pump and agreed to return the problematic pump.